Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event.  This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-august-2018 with the following findings: the keypad was intact and all of the keys responded appropriately. The keypad cover was removed and no contamination was found under the key contacts. No button contact defects were observed. There was no evidence of internal moisture observed. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. Investigation was unable to duplicate the complaint. Unrelated to the original complaint, the audio bolus button was confirmed to be missing on the pump.